Event description:
A flexible scope was set up, camera white balanced and focused. The image from the scope was blurry. We brought in a 2nd flexible endoscope and went through the same steps. We had another blurry image. We switched the cameras out and tried again, but with same image. We cleaned the camera head, endoscope head and tips very well and tried adjusting the brightness settings to get a better image. We finally got a somewhat decent image. The procedure was started. However, surgeon was unable to visualize the components of the brain to be able to safely perform a tumor biopsy. He aborted the biopsy portion of the procedure. Ref report: mw5168551.